Event description:
The customer stated that he performed a control test, and received a result of 18 mg/dl. While troubleshooting, he performed more control tests and received results of "lo", 17 mg/dl and "hi". The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.